Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's isolation cable and plastic was defective. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the insulation of the fenestrated bipolar forceps instrument conductor wire was damaged (black wire). The black insulation was stripped or damaged without a complete break. There was no loss of cautery associated with the defect. The damage was identified before sterilization.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this complaint was transferred to failure analysis engineering for further evaluation: the fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing and the conductor wires were not exposed. The conduct wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The instrument has 13 remaining uses out of 14. A review of manufacturing history indicated no related nonconformances. The damaged insulation was found to exhibit an indentation and abrasion which suggests that something rubbed against the insulation. Additional finding observed related to the customer reported complaint: the instrument was found to have minor mechanical indentations to the bipolar yaw pulley that aligned with the location of the damaged insulation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. No signs of thermal damage observed. Also, the instrument was found to have mechanical indentation damage to the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.